Event description:
It was reported to philips that the device's display is blank. There was no reported patient or user involvement and no adverse patient/user impact.

Manufacturer narrative:
.

Manufacturer narrative:
The reported problem was verified/duplicated during lab tests. The failure was located to corrupted program code in the flash memory u39/u40.